Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger displays error code when battery inserted) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was liquid contamination on the battery pca. The root cause for the liquid contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a battery charger was displaying an error code when a battery was inserted.